Event description:
An endurant abdominal stent graft system was implanted in a patient for the endovascular treatment of a 5.56 cm diameter abdominal aortic aneurysm approximately three weeks ago. The infra-renal neck had an angulation of 50.9 degrees. The proximal aorta was 24.9-27.9 mm in diameter and 16 mm in length. The distal aorta was 41 mm in diameter. The right iliac artery was 18.3-16.8-15.1 mm in diameter and the left iliac artery was 20.6-18.6-15.9 mm in diameter. There was mild calcification and minimal tortuosity. It was reported that after insertion of the bifurcated stent graft delivery system from the right femoral artery an angiogram from a catheter that was placed from the left side showed that the delivery system was outside of the aortic lumen. The physician determined that the device was in the ivc and that the guide wire was through and through the femoral artery and into the femoral vein. The delivery system was retracted and removed from the patient without issue. The patient remained hemodynamically stable. The vein and artery were both repaired. The procedure was completed with implant of the bifurcated device and a contralateral limb. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Results: inherent risk of procedure (vessel perforation). Caused by another drug/device failure (guide wire was inserted through and through the femoral artery into the femoral vein). Incorrect technique/procedure (guide wire was inserted through and through the femoral artery into the femoral vein). Conclusion: another device caused failure (guide wire was inserted through and through the femoral artery into the femoral vein). Operational context contributed to event (guide wire was inserted through and through the femoral artery into the femoral vein).